Manufacturer narrative:
A ge representative evaluated the system and replaced the c-arm backplane and 5 volt power supply. System operates as intended.

Event description:
The customer reported the system is not working. No patient injury was reported.